Event description:
On (B) (6) 2009, the user facility (B) (4) reported that they had difficulty oxygenating during a cardiopulmonary bypass procedure in which a terumo sx oxygenator was used. The sx oxygenator was not changed out during the surgery, the surgery was successful and there was no harm to the patient.

Manufacturer narrative:
As indicated in the complaint, the sx oxygenator was not changed out during the surgery, the surgery was successful and there was no harm to the patient. Terumo has obtained the actual device that was used in the procedure and performed evaluations with the suspect device. The product met acceptable oxygen transfer criteria.